Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up. The oversensing was noted on a stored egm. The device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made and resolved the oversensing issue. Patient is fine.